Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v638133, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient saw a doctor about 3-4 weeks ago, the patient had brought the original x-ray films, new films were taken, and the two were compared. It was noted that based on the two films, the leads had migrated to the sacral area. The doctor was going to arrange for a manufacturer representative to come for possible reprogramming or to see if the leads needed to be replaced. The patient had not heard back from the doctor¿s office. It was noted that the patient was told that the device might be causing the pain she was having. The patient turned her device off two weeks ago and the pain had been reduced since then. It was indicated that the patient spoke to a manufacturer representative on the phone a little over two weeks ago, who asked her a few questions. The patient then spoke to the doctor¿s office and was told that the representative said the patient did not need anything done. The patient was redirected to contact her doctor. Additional information had been requested, but it was not available as of the date of this report.

Event description:
Additional information received stated that the leads looked ¿slightly¿ shifted, but it was ¿hard to tell.¿ the healthcare provider wanted to have a manufacturer representative come in to reprogram the patient¿s device to determine if that would help. An appointment had not yet been scheduled. It was noted the patient still had pain, ¿no worse or better.¿